Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpieces were over heating. There was no patient or staff impact.

Manufacturer narrative:
Correction on the aware date of supplemental rr 1045254-2019-00623. Aware date should be 2020-01-23. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis found that there's no fault on the device. The item was with the current specifications. Tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
As per rep, the devices were not used on the same event.